Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurses were using the arctic sun device and were having flow issues alert 01 (patient line open) and alert 02 (low flow). Per review of wo on 31mar2023, the event occurred during patient use; however, there was no patient injury. Patient details were unobtainable. The date of event occurred was 28mar2023.

Event description:
It was reported that the nurses were using the arctic sun device and were having flow issues alert 01 (patient line open) and alert 02 (low flow). Per review of wo on 31mar2023, the event occurred during patient use; however, there was no patient injury. Patient details were unobtainable. The date of event occurred was 28mar2023.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated. The device has no suction when filling in the reservoir and had to primed. The reported event was confirmed via case/patient data log. The alert 1 and 2 were also observed in the log. The circulation pump was replaced. A pm was performed. Replaced the mixing pump, heater and drain valves. The control panel coin cell will be replace due to age along the manifold/chiller pump o-ring. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. It is not known if the device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.